Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: material no: 382533, batch no: 0275687. The angiocath IV catheters are supposed to self-occlude when the stylet is removed so they don't leak blood while the IV tubing is being attached. Staff report that multiple times this feature has not worked. As a result, blood leaks out, creating an exposure risk and a bloody mess. Hospital is waiting manufacturer response.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage. The following information was provided by the initial reporter: material no: 382533, batch no: 0275687. The angiocath IV catheters are supposed to self-occlude when the stylet is removed so they don't leak blood while the IV tubing is being attached. Staff report that multiple times this feature has not worked. As a result, blood leaks out, creating an exposure risk and a bloody mess. Hospital is waiting manufacturer response.